Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. Indications for pump use, medical history, and concomitant medications were not reported. The medication the pump was being used to infuse was not reported. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated (B)(6) 2016, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer indicating that the patient suffered a personal injury from use of a malfunctioning/defectively manufactured synchromed ii infusion system. It was reported that the patient suffered, using an FDA (food and drug administration) grading of injuries, the following category of damages: life-threatening injury (intensive care treatment, extended hospitalization, exaggerated rebound spasticity, and/or altered mental state) or serious injury (return of underlying symptoms, medical intervention, surgical revision, or observation). However, it was not specified which of the aforementioned damages pertained to this particular patient. The patient identification, product information, event date, alleged issue, potential causes of the event, symptoms, troubleshooting /diagnostics performed, actions/interventions taken, patient outcome, and were not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a delivery failure resulting in paresthesia and pain. It was noted the date of surgery was (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.